Event description:
It was reported that the 9900 system image quality is poor. It was noted that all lights light up and very noisy. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info becomes available, it will be reported as required.